Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information was obtained by the clinician via email on (B)(6) 2025, the bone quality felt soft and could not gain primary stability we chose to abort the procedure. The patient was re-grafted to include a sinus intrusion to hopefully gain more bone to be able to place implant after healing. Zimvie made multiple follow up attempts to obtain additional information regarding the product returned implant - tsvtb8. However, no further details have been received. Zimvie did not receive one (1) tsvtwb10, (imp, tsv, 4.7,1 0, mtx, mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1289373. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289373 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: other and dental: functional: lack of primary stability¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was customer error and patient factors. Refer to attached summary investigation for lack of primary stability. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that clinician tried to place the implant in site #14 upon insertion the bone quality felt soft and could not gain primary stability we chose to abort the procedure regrafted to include a sinus intrusion to hopefully gain more bone to be able to place implant after healing.

Manufacturer narrative:
Zimvie complaint number: (B)(4). B3: date of event unknown / not provided. G4: additional PMA/510(k) number k101880.